Event description:
It was reported that the patient developed an infection. No additional information was provided at this time. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot# j94142210, implanted: (B)(6) 1994, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported it was a wound infection due to the pump. The pump and catheter were explanted. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).